Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic video was provided and reviewed. The video shows that the hcp was holding the maxcore device. Attempting to pointing out that the needle was bent. Based on the video review, the reported bent is confirmed for one device. Therefore, based on the video review, the reported bent issue is confirmed as the needle was noted to be bent. And the reported failure to fire and difficult to remove issue remains inconclusive for one device. However, due to the absence of supporting evidence, reported bent and fire issue remains inconclusive for the remaining one device. A definitive root cause for the needle bent, and failure to fire and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided liver biopsy through normal tissue using the maxcore device. During procedure, the needle allegedly bent and failed to fire. It was further reported that bit stuck was noticed while pressing fire button. No coaxial was used and the biopsy was repeated using a different system.